Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not heating. No patient injury reported.

Manufacturer narrative:
Other, other text: the device was returned with a corroded drain fitting and a cracked water tank cover. The customer's complaint could not be duplicated or confirmed, during testing. Due to the age and condition of the device, it was deemed beyond economical repair and scrapped. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional info received via email (B)(6)-2022: requested information is unknown. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.